Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced seizures. Multiple attempts were made to obtain additional information regarding the reported event, but no further information was available. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced seizures. Multiple attempts were made to obtain additional information regarding the reported event, but no further information was available. There have been no reports of further complications regarding this event.